Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator pn 600058891 and sn (B)(4) was received into the lab for analysis. No system logs for the reported event date of (B)(6) 2020 were captured, however three lesion sessions were successfully performed without error messages or overtemperature events on (B)(6) 2020. No periods of overtemperature were recorded or reproduced during the evaluation performed. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.

Event description:
Related manufacturer report number: 2182269-2020-00099. During a cervical rf procedure, the patient experienced a burn at the grounding pad site. Prior to the placement of the grounding pad on the right lower back, the skin was not prepped. When the grounding pad was removed, a blistery burn was noted. The patient will be seeing a plastic surgeon next week. There were no performance issues with any abbott devices.